Event description:
Programming data was received and reviewed. There was evidence that the device was disabled due to burst watchdog warning. Due to unintended behavior in the model 106 aspire sr generator software, the generator can stop delivering stimulation unexpectedly. This event can only occur when a rare combination of circumstances are present, one of which is when the autostim output current is programmed greater or equal to the magnet output current. No additional or relevant information has been received.

Event description:
The device was found to be disabled. The cause of the patient¿s device disablement is unknown, but the patient¿s physician did not program their device off intentionally. No other information has been received to date.